Event description:
Home health nursing coordinator reported malfunctioning pump. Registered pharmacist advised to use gravity tubing to complete infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: ocrevus sdv - 600mg. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - unknown. Is device associated with event available for return? - unknown.